Manufacturer narrative:
The explanted spectra cylinder was returned for evaluation - the analysis results indicate the cylinder performed within specifications.

Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced due to patient dissatisfaction. No patient complications were reported in relation with this event.